Event description:
The 5f tempo catheter broke during the procedure, the surgeon had to take it out with a balloon.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the product was received and updated accordingly. Information received from an affiliate indicated that the 5f tempo catheter broke during the procedure; the surgeon had to take it out with a balloon. Numerous inquiries made to garner more information have gone unanswered. The product has since been returned. A non sterile 5fr diagnostic catheter was received inside a plastic bag. The catheter was broken and separated in two sections. The proximal section (hub end) of the catheter measured 24.5cm, and it was kinked at 13.4 cm from the proximal end. The distal section (tip end) measured 78.4 cm, and it was kinked at 22cm, 22.7cm, and 64.5cm from the ruptured end. The separation point at both catheter sections presented a twisted condition. The ID and od of the catheter body were measured near the separation point of each of the catheter sections; all measurements were within specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of catheter separation was confirmed however, the exact cause of the catheter separation could not be conclusively determined. With the limited information provided it is not possible to determine an exact cause for the event, but review of the analysis would suggest procedural factors such as excessive torquing of the catheter may have contributed to the reported difficulty encountered by the customer. There is no indication in the analysis or the device history review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
Information received from an affiliate indicated that the 5f tempo catheter broke during the procedure; the surgeon had to take it out with a balloon. Numerous inquiries made to (B)(6) more information have gone unanswered. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint of catheter broke during procedure could not be performed. With the limited information provided it is not possible to determine what factors may have contributed to the reported event, there is no indication in the manufacturing documentation that there is a design or manufacturing related issue therefore no action will be taken.